Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fixation surgery due to lumbar degenerative disease. Intra-op, the set screw slipped and could not be tightened. Hence, the set screw was explanted and replaced with a new set screw. No patient complications were reported.